Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. Patient reported having self-administered too much insulin and subsequently had a seizure while riding in car with boyfriend, resulting in an emergency room visit. Patient relayed being given IV fluids and d5w (something with glucose), in addition to food at the hospital. Patient stated doesn't believe glucagon was administered, as an injection site was absent. Patient further stated her potassium was low and is now taking potassium pills. No further medical intervention or injuries were reported. Patient reported to dexcom technical support a current condition of feeling exhausted.